Event description:
It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in the superior mesenteric artery. A 6.0mmx18mmx150cm express sd stent was advanced for treatment, however, the device failed to cross the lesion several times and the stent came off the balloon. The physician tried to snare it but was unsuccessful and it went into the aorta. The dislodged stent landed in the right internal iliac artery where the physician left it. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was fine.